Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer stylus was broken and non-functional. It was also noted that the front case was broken in the handle area and the handles were broken. The link electronic module (lem) support was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.